Event description:
Clinic notes dated (B)(6) 2013, note that the patient had five seizures in (B)(6) 2012. Attempts were made to clarify if this was an increase in seizures and it was stated that it was an above pre-vns baseline levels increase. No additional information was provided. The patient's generator was replaced on (B)(6) 2012 and the patient has been slowly getting titrated back to the original settings since then. Clinic notes state that the patient had her last seizures since the physician adjusted her vns to output setting of 2ma and magnet output setting of 2.25 ma, which occurred in (B)(6) 2013. The patient was said to have been to many specialists and has previously been on several different medications.